Event description:
A surgeon reports a pt complains of glare when driving at night following intraocular lens implant surgery. The surgeon feels the glare may be associated with a diagonal crack/cleft in the lens material that occurred when the lens was folded for insertion. The pt's visual acuity is not affected and no intervention is planned.

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been rec'd for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number.